Event description:
It was reported the pt experienced a shocking or jolting sensation for about one month. When the neurostimulator area was palpated, the pt received shocking in the left leg. The pt experienced pain in the spine area, however, not over any implanted components. The stimulator was turned on, starting at 0 volts, and increased. The pt did not report any shocking. The pt experienced shocking while turning her head and raising her arms. Impedance measurements were normal. Electrodes six and seven were greater than 3600 ohms. Electrodes 6 and 7 were not used for programming. Fluoroscopy was performed. Nothing unusual was detected. The pt was instructed to monitor the situation.